Event description:
--

Manufacturer narrative:
As a result this lead was explanted. A return request was made for this lead. The device remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon return the complete lead underwent detailed analysis. Visual examination revealed set screw marks on the is-1 terminal pin, and the distal and proximal high voltage terminal pins. There were no discernable set screw marks on the is-1 ring. There were cuts noted in the lead insulation. The clear medical adhesive was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. Blood/body fluid was noted in the lumens due to the cuts. Blood/body fluid was noted in the helix housing with tissue entwined in the helix. The lead was further tested and passed electrical integrity tests. Analysis could not confirm the allegation.

Manufacturer narrative:
The lead was returned and detailed analysis is pending.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected multiple non-sustained episodes as a result of oversensing on this defibrillation lead. This resulted in pacing inhibition with this device dependant patient. The oversensing was able to be recreated with deep breathing. No adverse patient effects were reported.